Event description:
The customer reported via phone call that the insulin pump had an up arrow that continued to scroll unstoppably. The customer stated that she tried to resolve the issue by replacing the battery, but now none of the buttons were responsive. The customer's blood glucose was 128 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window.